Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported during the patient's aortic valve implantation, at the moment of guide withdrawal, one access way of the catheter became loose. As a result, it was necessary to use another catheter.